Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #: 1627487-2018-04382. It was reported that the patient was implanted with a new lead at s1 on (B)(6) 2018 and it is unknown whether it was due to ineffective stimulation or new pain.

Manufacturer narrative:
Additional information was obtained.

Event description:
Device 1 of 2 reference MFR report #: 1627487-2018-04382. It was reported that the lead that was added was to cover additional pain. There are no issues with the implanted leads.